Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the downloaded event log and the device failed a test step during testing. The device's oxygen blending module board and interface board were replaced to address the issues.